Event description:
It was reported clinicians experiencing air-in-line alarms without visible air. To troubleshoot clincians will use an alcohol wipe to wipe the membrane between the pressure sensors. Clinicians will also remove the tubing & stretch it. Sometimes they will also flick the tubing. This was reported to bd representatives during their site visit. Education was provided regarding proper air-in-line troubleshooting, and proper set loading. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of an air-in-line alarms without visible air was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinicians experiencing air-in-line alarms without visible air. To troubleshoot clincians will use an alcohol wipe to wipe the membrane between the pressure sensors. Clinicians will also remove the tubing & stretch it. Sometimes they will also flick the tubing. This was reported to bd representatives during their site visit. Education was provided regarding proper air-in-line troubleshooting, and proper set loading. There was patient involvement but no harm.